Manufacturer narrative:
(B)(4). After evaluation, the root cause of the cut on the silicone tubing cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. It was reported that the cause of peritonitis was a leak in the silicone tubing of the uv flash transfer set that had a crack. The connecting tubing of the transfer set was changed. The patient was treated with unspecified antibiotic (dose, frequency and route not reported). At the time of the report, the patient outcome was unknown. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During visual inspection and leak testing of the returned sample, a cut/hole was found in the tubing. Clear passage testing and clamp function testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.